Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: event date = (B)(6) 2018, alert date: (B)(6) 2018; procedure name = lap chole; procedure date = (B)(6) 2018; lot number = no information. Tissue on which suture was used - subcuticular close. What were the patient consequences due to this issue? -none. Did patient return with symptoms? Dehiscence/other? -with pain and cerus at suture side after how long post-op was the issue noticed? -suture not absorbed during followup on (B)(6) 2018. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? -no deficiency. What in the physicians opinion are the factors contributing to the event? -no physician involved. Was the suture treated or reprocessed before use? If yes, explain. -no reprocessed. What medical/surgical treatment was provided to manage the patient consequences? -local antibiotic. Patient demographics: initials / ID; age or date of birth; weight; gender - (B)(6), gender- female. Relevant patient medical and social history- diabetic, hypertension. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2018 and suture was used. Instead of absorbing, the suture started coming outside after the time period of absorption. Local antibiotic was used. There were no adverse patient consequences reported.